Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The cause of death was not reported. It was not reported whether the patient was hospitalized prior to death. It was not reported whether an autopsy was performed. It was not reported if dianeal and extraneal therapies were ongoing until the time of death. It was not reported whether the patient was performing pd therapy at the time of death. No additional information is available.

Manufacturer narrative:
(B)(4). It was reported during follow up that the cause of death was due to old age. It was reported that the patient was not hospitalized prior to the time of death. Should additional relevant information become available, a supplemental report will be submitted.